Manufacturer narrative:
(B)(4). On (B)(6) 2015, the customer, (B)(6) medical center, (B)(6), reported that during a clinical patient procedure, while positioning a patient using the buttons on the gantry control panel, the patient support would move upwards and inwards (towards the gantry), when only the up button was pressed. There was no harm to the patient, the operator, or bystander due to this issue. The operator performed power cycle in an attempt to clear the issue, but it persisted. The operator then contacted the philips help desk and a philips field service engineer (fse) was dispatched to the site. The fse arrived on site and evaluated the system. On reviewing the log files, the fse found s_command_button_stuck_error. The fse then unplugged each of the gantry panels to verify which one was stuck engaged. The fse found that there was no issue with the gantry control panels but the gantry control board was faulty and replacing it to resolve the issue. The fse confirmed that none of the gantry panels were replaced and that there was a mechanical fault in the control board that resulted in the stuck button errors. After the service, there have been no further recurrences of the event at the site. The fse did not provide any log files/bug reports or defective parts for engineering analysis. CT engineering determined the risk is acceptable with the following mitigations for this issue: two, redundant monitors are controlling the motion. A collision calculation is done in each combination of vertical, horizontal, or tilt motion. Hw emergency stop button stops all the motions. Buttons test during initialization. Instructions in instruction for use to observe patient during all movements. When scan starts, the cirs checks for correct direction and that spiral motion does not stuck. Controllers software verifies that commanded motions are executed or a fault condition is assumed. Couch horizontal motion shall shutdown if a linear force greater than 40 pound for regular couch or 70 pound for bariatric and extended couch is encountered while moving. Design ensures that there is motion during a scan procedure and is redundantly measured by examining both horizontal position encoders. When the couch has the ¿bedrock¿ configuration, couch horizontal linear shutdown force shall be in the range of 70-80 pounds. Design mitigations for prevention of the hazardous situations: stopping horizontal motion in the presence of resistance force (not applicable for vertical). Table collision envelope. Single fault safe against uncontrolled motion: horizontal node watchdog timer. If maximum time of control response is exceeded, e-stop will be activated. Double switches on control buttons provides redundancy such that 2 switches must be activated before a motion is executed. Design mitigations enabling human response: continuous activation for manual motion. Emergency stop controls enable termination of motion in hazardous condition. Emergency power off switch supplied with system or site installation enables the operator to shut off power to the entire system. Speed of motorized non-programmed motion is limited. The fse replaced the gantry control board to resolve the issue. Since there were no part returned from the field or log files provided, a root cause of the issue could not be determined by engineering. However, based upon the troubleshooting services and statements of the fse, a probable root cause was determined that the issue occurred due to mechanical failure of the gantry control board.

Event description:
The customer reported that the table moves up and in when only the up button is pressed on the gantry panel. A philips field service engineer (fse) confirmed that there was no harm to a patient, operator or bystander. The fse evaluated the system and determined that the in button on the gantry control board was engaged. The fse replaced the gantry control board to resolve the issue.